Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was turned on and the pendant was black. The representative reseated the dongle connection and umbilical and checked the key orientation with no change. The image acquisition system (ias) was getting power and turning on otherwise besides the screen. It was noted that rebooting did not resolve the issue. No patient was present.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000457, serial/lot #: -, ubd:- , UDI#:-, product ID: bi71000861, serial/lot #: -, ubd:- , UDI#:- device evaluated by MFR: no products have been returned to medtronic for analysis. Device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that the power tray was replaced. The ima ging system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: a hardware analysis was initiated for bi71000861. To determine, the probable cause of the reported behavior. Analysis found that the complaint was verified, and the issue was consistent with a previously known and tracked hardware anomaly. Codes b01, c02, d02 are applicable and previously reported. Correction: analysis for svc o2, bi71000442r, gtmtr ctl new amp rfb does not pertain to event. Please ignore previously submitted report on analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2/h6: the svc o2 bi71000442r gtmtr ctl new amp rfb was returned for analysis. Analysis found that when the gantry motion control was installed in a test system, the system did not initialize. The motion did not ready. There was a firmware mismatch error. The firmware was upgraded, but failed. Gantry motion control unable to hold firmware. Codes b01, c10, and d18 apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.